Event description:
It was reported that when using the pyxis medstation es system, the l-nur application did not launch. The reported malfunction occurred while dispensing medication to the patient. The customer indicated that the nurse was unable to retrieve the medication from the station but was able to obtain it from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application did not launch. A technical support specialist followed the knowledge article 000011541: "medapplication not launching automatically; station at blue screen" and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.